Manufacturer narrative:
Device received with cracked lcd display window corners noted. The test reservoir p-cap was able to lock in place. Device received with no button response on act button due to flattened dome switch and connector was inspected and unlocked on lcd board noted. Unable to verify no delivery alarm or prime and fill anomaly due to keypad not responsive. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and also squirted insulin during priming. The customer's blood glucose level was unknown. The customer reported that the buttons were hard to press and unresponsive, had random no delivery alarm crack on the casing. The insulin pump will be returned for analysis.